Manufacturer narrative:
Results: the 3maxc was kinked approximately 5.0, 7.0, 35.5 cm from the hub. The 3maxc was stretched from approximately 141.5 thru 152.0 cm from the hub. During functional testing, the stretched distal shaft of the 3maxc could not be advanced through the hub of a demonstration jet7. The 3maxc could not be advanced any further. Conclusions: evaluation of the returned 3maxc revealed that the catheter was stretched. If the 3maxc is forcefully retracted against resistance, damage such as stretching may occur. The reported 3maxc coiling up within the jet7 likely contributed to the resistance experienced during retraction. The jet7 and neuron max identified in the complaint were not returned for evaluation. Further evaluation of the returned 3maxc revealed kinks. These kinks were likely incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, while advancing the 3maxc into a penumbra system jet 7 reperfusion catheter (jet7) and a neuron max 6f 088 long sheath (neuron max), the 3maxc coiled up inside of the jet7. Therefore, the physician then attempted to remove the 3maxc; however, while retracting, it became unraveled upon removal. The procedure was then completed using a new 3maxc with the same jet7 and neuron max. There was no report of an adverse effect to the patient.